Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: creases were observed. Wear abrasion observed. Yellow particles observed inner on the device. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Un-reporting the code b12 as there was no device information reported. Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.